Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown cup, unknown liner, unknown head. Multiple reports were submitted along with this report 0001825034-2022-01924, 0001825034-2022-01925, 0001825034-2022-01927. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) was not performed as this complaint meets the definition of a limited investigation as the device functions as intended. No device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.